Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a routine follow-up with a non-sustained rv oversensing alert. The alert was triggered due to intermittent sensing latency and double-counting events. Programming changes were made.